Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to extrusion of the implant and infection (specific date not reported) and was reimplanted with another cochlear device during the same surgery. The patient was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on december 09, 2021.